Manufacturer narrative:
Additional information was added to h3, h4 and h6. Correction to d10: device avail. For eval?. H4: lot manufactured between august 5, 2019 to august 6, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection of the photograph was performed which revealed an air bubble inside the tubing line. By the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause was user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large quantity of small bubbles continuously appeared in the administration line of a small volume intermate. The device was filled with 400mg tobramycin in 50ml nacl 0.9%. This issue was identified during a patient infusion. After the bubbles were noted, the caregiver disconnected the device from the patient. The device was connected to the patient via a peripherally inserted central catheter (PICC line). There was no patient injury or medical intervention associated with this event. No additional information is available.